Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) (B)(6), alleging that their one touch select simple meter was reading inaccurately high. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on an unknown day in early (B)(6) 2017. The patient stated that they manage their diabetes with insulin (lantus, novorapid, humalog; self-adjuster). Prior to the incident, the patient took their normal dose of insulin: 12 units lantus, novorapid (unknown dose) and humalog (unknown dose). The patient then reported obtaining blood glucose readings of ¿4.3 or 4.7 mmol/l¿ with the subject meter and ¿1.7mmol/l¿ on the other device, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. While taking these readings the patient developed the symptoms of "cold sweat, weakness and pulsation in the body". In response to these symptoms the patient drank some juice and felt better approximately 10 minutes later. During troubleshooting the csr confirmed that the meter was set to the correct unit of measure and that the test strips were stored properly with an intact vial and that they had not expired nor exceeded their discard date. The patients testing process was confirmed as correct and samples were taken from the correct sample site. The patient did not have control solution to perform quality control testing. Products were replaced and requested back for evaluation his complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.